Manufacturer narrative:
Device manufacture date provided.

Event description:
A medtronic representative reported that the site's reference frame arm was damaged. It had some play near the connection to the head-holder. There was no patient involved with this concern.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
There was no patient involved with this concern. Device manufacture date was unavailable. The device was returned to the manufacturer for analysis and showed signs of physical damage. The returned reference frame arm was well worn with many nicks and scratches over all surfaces. As reported, the lower joint would not lock down completely. The reported event was confirmed. The device was replaced to resolve the issue.